Event description:
The customer reported a failure to discharge in the sync mode. There was no impact to the involved pt.

Manufacturer narrative:
The customer reported a failure to discharge in the sync mode. There was no impact to the involved pt. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted, upon completion of the investigation.